Event description:
It was reported via repair work order that there was intermittent power to the footboard due to broken bed extender pins. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.